Event description:
A (B)(6) male patient contacted zoll customer support to report a service code 204. The patient was issued a replacement electrode belt and replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation, the trunk cable was pulled from the strain relief, damaging connector j702 on the distribution not pca board. The damage interrupted monitor/belt communication and caused the service code 204. The root cause for the strained cable could not be positively identified but was likely excessive force. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 204) was confirmed. Upon investigation u612, an inverting charge pump, lacked an output voltage. The cause of the false indication that the electrode were not touching the patient's skin and alarms is the inability to read the ECG waveform. The cause of the inability to read the ECG waveform is a lack of output voltage from the defective u612. The root cause of the defective u612 component was unable to be positively identified. No adverse event resulted from the pulled cable of defective u612. The patient received a replacement electrode belt and monitor. Device manufacture date: belt sn (B)(4): 04/01/2013, monitor sn (B)(4): 06/01/2013.